Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's service center regarding a low drain volume; which occurred on the homechoice (hc) during use, during initial drain. The cg stated there are air bubbles within the patient line. The technical service representative (tsr) assisted with ending therapy. The tsr advised the hp to start over with new supplies. This writer contacted the care giver (cg) (B)(4) 2011 regarding reported problem. The cg stated they did start over and continued therapy fine. They stated they checked everything and they did not see anything unusual with the supplies. The cg stated therapy has been going much better since then. They stated they just saw the registered nurse (rn) and they did talk to them about the alarm and the air in the line. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm was confirmed based on the care giver (cg) stating that there were air bubbles in the patient line. The lot number is unknown therefore a batch review was not performed. A sample was not returned to baxter for evaluation. The source of the air in the patient line is unknown. This issue has been escalated to CAPA.